Event description:
The nursing staff allegedly heard a crash and found the bed on its side in the room and the resident on the floor. The maintenance staff believes the bed may have caught on a bedside cabinet or other obstruction while being lowered. No injury is alleged.

Manufacturer narrative:
The nursing staff believes the bed may have caught on a bedside cabinet or other obstruction while being lowered. The dimensions of the bed published on the invacare website are: sleep surface: 80" sleep surface (deck length), overall height: 6-3/4" sleep surface deck to floor- low position, bed height: 33" sleep surface deck to floor - high position, overall width: 41" overall width (with assist rails), base width: 35" overall sleep surface width (without mattress). It is unknown if the bed was pushed too close to the bedside table or to another obstruction. It is unknown if there were items were hanging from the bed that may have caught onto the bedside table or other obstruction. The medical condition of the consumer is unknown. The consumer medication regimen is unknown. The size of the room and the spacial clearance of the bed to the room are unknown. No RMA has been issued for the return of the bed for evaluation. The nursing home did not indicate there were any malfunctions with the bed. There were no indications of any injury to the consumer.